Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03906 for the exalt model d scope and report number 3005099803-2024-03905 for the exalt model d controller. It was reported to boston scientific corporation that an exalt d controller was used with an exalt d scope during an unknown diagnosis procedure performed on (B)(6) 2024. During the procedure, the screen changed color to purple, orange and then screen blanked out with no image at all. The controller was rebooted but the image was not recovered. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.